Manufacturer narrative:
Patient information has been requested. Serial number not provided at time of report. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed to externally pace a patient in both demand mode and fixed mode pacing using up to 100ma of energy output. The patient involved was reported to have been at risk for harm because the patient's heart rate did not improve during the delay in treatment, which could have prevented the patient from recovering. However, the clinicians administered medication and used another device to successfully treat the patient. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.